Manufacturer narrative:
(B)(4).

Event description:
The patient experienced symptoms of overdose following a pump and catheter replacement. See manufacturer's report #3007566237-2011-04413 for information on the prior pump. The patient was "floppy" (B)(6) after the replacement surgery. The patient was programmed at 200mcg/day of lioresal at a 2000mcg concentration. The hcp then "bumped it down to 100 to help with the floppiness and that was still not low enough." The pump was now at the minimum rate mode with 2000mcg in the internal tubing and catheter and 500mcg in the reservoir. The pump was programmed to the minimum rate until a system contents removal procedure could be performed. Additional information has been requested, a follow-up report will be sent if additional information becomes available.